Manufacturer narrative:
(B)(4). The device was manufactured january 20, 2015 ¿ january 21, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its overpouch. This occurred before patient use. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.